Event description:
It was reported that air embolism occurred. A left atrial appendage closure (laa) procedure was being performed. Right femoral vein access was obtained. A watchman fxd curve access system (was) was advanced to the left atrium after transseptal puncture (tsp). St elevation was noted on the electrocardiogram (ECG). An attempt was made to remove all potential air from the side tube. Left femoral vein access was obtained in case medications needed to be given. Inovan was given. After two minutes, the st elevation subsided, and vitals remained stable. The procedure continued and a watchman closure device was implanted. The procedure was concluded. In the physician's opinion, it was possible the was tip hit the pulmonary vein wall, and there may have been air within the side tube of the was despite withdrawing/flushing.